Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the deployment button was depressed, the clip did not deploy. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.